Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. The pump was unable to verify motor error due to blank display. The motor was tested outside of device and passed. The pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was resetting the pump to fill tubing and he received a motor error. The customer stated that it took 30 to 45 seconds to fill cannula and move on. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that he received multiple motor position encoder errors in the last 30 days. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.